Event description:
It was reported that there was oversensing and a lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual lead was not received for evaluation. Performance data collected from the ICD device indicates impedance trends were steady. The lifetime ventricular sensing integrity counter was 4312 and all but 276 of these counts occurred since (B) (6) 2009. A high value of this count can indicate a possible intermittency in the system.